Manufacturer narrative:
Findings: reliability analysis inspected 1 opened quick serter for locking and proper operation per (B)(4), IFU section 1 to 6 and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter passed per spec. Found quick-set locked/inserted in place properly. Both trigger buttons release properly. (B)(4).

Event description:
It is reported that a customer is in the hospital and has issues with inserting the quick serter. The customer thinks they are inserting it wrong. The patient's blood glucose level was at 70 mg/dl. No further information was provided.